Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the petient experienced blood glucose levels of 600mg/dl and they believe the pump is not delivering correctly. The alleged issue was not resolved with troubleshooting. This report is being made based on the allegation that the patient experienced an adverse event while using the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: the dates in the total daily dose history were incongruent, changing from (B)(6) 2013. There was no data in black box from this time due to continued use. The daily insulin delivery totals appear inconsistent due to the date issue. The pump passed a flow accuracy test and was found to be delivering within required specifications. Unrelated to the complaint, evaluation revealed that the internal clock battery on the printed circuit board had failed. Also unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.